Event description:
This leas was implanted on (B)(6) 2015, and still remains implanted at this time. A call placed to technical services on december 19, 2016, stated that on (B)(6) 2015 the lead showed an impedance measurements of 400 ohms. And starts fluctuated up to 1300 ohms. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).